Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification. Customer was unable to complete troubleshooting. Reportedly, customer continued to use the pump for insulin delivery. Customer¿s blood glucose level was 150-159 mg/dl.